Event description:
Clinical study. After a coronary drug eluting stenting treatment procedure a target vessel reintervention was performed on the left anterior descending artery. Additional information has been requested.

Event description:
It was further reported the pt was enrollled in the program in 3/2004. Target lesion 1 was identified in the proximal lad with 70% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 2.5 x 20 mm taxus stent. The stent was post-dilated and kissing balloon inflations into diag1 were completed. Residual stenosis was 0%. The pt was discharged the next day. The pt was readmitted in 6/2004 with symptoms of progressive angina. Cardiac catheterization in 6/2004 revealed: lmca - mild disease (target vessel) - widely patent stent in proximal portion; severe disease at ostium and proximal portion of diag1, lcx - completely occluded after om2, rca - completely occluded proximally, svg to om3 - patent, lvef - 40% with posterior wall akinesis. The ostium of diag1 was predilated and then stented with a 2.75 x 32 mm taxus stent. The proximal lad was then dilated. The previously placed stent was patent. The pt had no complications and was discharged the next day on plavix and asa. Relationship to taxus stent: not related.